Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Any other complaints in the lot number could not be reviewed because the reporting facility did not provide a valid lot number. Attempts have been made to obtain additional information by phone, email, and fax. A completed questionnaire was received on (B)(4) 2015. The manufacturer internal reference number is: 2015-19737

Event description:
A physician reported one week following an intraocular lens (iol) implant surgery, the iol rotated 43 degrees. The physician repositioned the lens during a secondary procedure. The day following the repositioning the iol was at 85 degrees as intended. Five days later the patient experienced blurry vision and it was noted that the iol had rotated 31 degrees. Additional information was requested and received.